Event description:
Additional information was received that the interrogation issue was due to excessive telemetry use which resulted in a lockout. The lockout is a safety setting that was cleared by interrogating the device with a programmer. The patient was stable.

Event description:
It was reported that the device was interrogated and was unable to communicate via bluetooth telemetry. No intervention has been performed at this time. The patient was in stable condition.